Event description:
It was reported to philips that device failed to pace. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Describe event or problem updated. Type of reported complaint updated to serious injury. Patient code grids updated.

Event description:
It was reported to philips that device failed to pace. There was no injury caused but there was a delay in life saving therapy and as such this is being classified as a potential serious injury.